Event description:
It was reported that intermittent occlusion alarms occurred. The issues did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer will continue to use the pump for insulin therapy.